Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on this right ventricular (rv) lead exhibited in certain shocking configurations. Additional information was received which indicated that, the ICD delivered an inappropriate shock with high shock impedances out of range. The technical services (ts) recommended to replace this right ventricular (rv) lead. The patient was admitted to the hospital. Then, the ICD was explanted due to therapy upgrade, and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.